Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stents to a severely calcified lesion with 99% stenosis in the lad but the stent could not cross. One non-medtronic stent had also failed to cross the lesion. The stent was removed from the patient and operation was completed with another stent. On return to the manufacturing facility damage was noted to the stent. Evaluation summary: the stent was present on the balloon. The stent and balloon had been partially expanded. All segments were deformed. Crimp impressions were evident along the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (failure to deliver stent and stent deformation). Patient's condition affected effectiveness of device (lesion morphology) - 99% stenosis and severe calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - 99% stenosis and severe calcification. Inherent risk of procedure - (failure to deliver stent and stent deformation). (B)(4).